Manufacturer narrative:
Result: the coil is still attached to the pusher assembly. The pet-lock is still intact, indicating coil detachment was not attempted. The pusher wire is slightly kinked approximately 41.0 and 77.0 cm from the proximal end of the pusher assembly. Conclusion: the complaint has been evaluated. The complaint indicates that the first coil was too long and was removed. Upon retraction, the pusher assembly was damaged and could not be advanced through the microcatheter. The second coil unintentionally detached inside of the microcatheter upon retraction. The third coil was kinked when attempting to push the last 1 cm of the coil into the vessel. Evaluation of the returned devices confirmed the description of the complaint. There were no product issues noted during the device investigation. All units were measured and determined to be within specification and there were no manufacturing issues found. It appears that all three coil issues were related to handling and patient anatomy. The two kinked pusher assemblies were likely damaged when pushing the device against resistance or when removing the device from the patient. If the pusher assembly is manipulated at an angle, the device can kink. In addition, the first coil was compressed distally, indicating some resistance during retraction of the coil. The second coil issue, unintentional detachment, appears to have been caused by force in excess of the tensile strength of the coil ddt mechanism placed on the coil during retraction, causing the coil to slip from the ddt without breaking and detach. The cause of resistance or difficulty maneuvering the coils in the patient could not be determined from the returned device evaluation or the description of the complaint. The coils are 100% functionally tested during inspection and visually inspected for damage during processing. The manufacturing records for this lot were reviewed and did not reveal any outstanding discrepancies, design, or quality concerns. This MDR is associated with MDR 3005168196-2014-00505 and 00506.

Event description:
The patient was undergoing an embolization procedure in the feeding vessels to the aorta using ruby coils. During the procedure, a ruby coil was found to be too large and upon retraction of the pusher wire it became kinked. Another ruby coil was unintentionally detached inside the microcatheter while attempting to retract it. The microcatheter had to be removed in order to retrieve the detached ruby coil. A third ruby coil pusher became kinked while deploying coil into the aneurysm. The coil was removed and the procedure was completed successfully. There was no report of an adverse effect on the patient. The case was completed successfully.